Event description:
(Drug/diluent: unk). (Fill volume: unk and flow rate: unk). (Procedure: unk and cath place: unk). The pump was reissued to a second pt after being connected to a first pt and then discontinued. This pt was given prophylactic antibiotics as a precaution. The pain nurse found that the saf did not click into place. The pump was removed from the first pt and replaced with another pump. The non-clicking pump was returned to the pharmacy. Somehow, the pharmacy reissued the pump to another pt (pt 2) for use. The pump was placed on pt 2, but the pain nurse identified the non-click. The pump was removed immediately and as a precaution prophylactic antibiotics were given to pt 2. The pump was taken to risk mgmt because of the issue in the pharmacy. Date of event: maybe (B)(6) 2011.

Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. The directions for use (dfu), (pn 1304265, rev. L), contains a "caution: on-q is sterile, non-pyrogenic and single use only. Do not resterilize, refill or reuse. Reuse of the device could result in the following risks: "improper functioning of the device (i.e. Inaccurate flow rate), increased risk of infection, and occlusion of the device (i.e. Impedes or stops infusion)." Results: sample has not yet been received, but was reported to be available. Conclusions: the sample will be evaluated when received and a f/u report will be filed.